Event description:
During normal handling of the balloon catheter the plastic part near the y component broke. The balloon burst according to the dr longitudinally after the first inflation. Nothing happened to the pt - to the co's knowledge.